Event description:
On (B)(6) 2011, two gore viabahn endoprosthesis were used to treat a right common iliac artery aneurysm using the (B)(6) technique to preserve flow into the hypogastric artery. The first device was advanced via ipsilateral femoral access and deployed extending into the right external iliac artery. The second device was deployed transtracheally extending into the right hypogastric artery. Device placement was reported to be perfect with good flow to the external iliac artery and hypogastric artery. On (B)(6) 2011, an aortogram revealed no flow into the right external iliac artery with flow noted into the hypogastric artery. An attempt to balloon the collapsed graft was unsuccessful using a 10mm pta balloon. Two self-expanding bare metal stents were deployed into the collapsed viabahn device. Both bare metal stents were ballooned. Completion angio revealed good flow into the external iliac artery. The pt tolerated procedure well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.